Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and granuloma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, and granuloma.

Event description:
Healthcare professional reported left side "pain", "extra capsulare rupture¿, ¿siliconome¿ and ¿capsulare contracture baker grade IV¿. The device has been explanted.

Event description:
Healthcare professional reported left side "pain", "extra capsulare rupture¿, ¿siliconome¿ and ¿capsulare contracture baker grade IV¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device analysis: visual analysis of the returned device identified: underweight, an opening on anterior, crease fold, wear abrasion, white calcification on the shell, and brown particles on the shell. A microscopic analysis was performed which identified: a crease sharp opening on posterior and a striated opening on anterior. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening and a striated opening on anterior assessed as surgical damage.